Event description:
The dental assistant reported the handpiece is not holding the bur. The bur fell out of the handpiece while in use in the patient's mouth. There was no report of injury to the patient.